Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, urethral atrophy and urethral erosion. A surgical procedure was performed, during which an unrelated pre-existing bladder neck stricture was discovered. The urethra and the bladder neck were repaired, the cuff was explanted, and the aus was deactivated to allow the urethra to heal. There were no device issues and no further patient complications reported.